Manufacturer narrative:
Patient identifier-race: unk. Unk, no serial number reported. Implant date: unk. PMA/510k: this product is not marketed in the us. Device manufacture date: unk, no serial number reported. Claim # (B)(4).

Event description:
An article was received on (B)(6) 2022 entitled 'agreement of implantable collamer lens sizes using parameters from different devices'. The article reports that 5 eyes required icl exchange- 4 eyes with high vault; 1 eye with low vault. Patients underwent v4c or v5 model implantation. Reportedly all lenses have been exchanged.